Event description:
It was reported that 100 days after implantation of a 2.75x28mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the right posterolateral branch. A pre-intervention stenosis of 80% was reported. No information was reported on the tortuosity or calcification of the vessel. After balloon dilation, a 2.75x28mm taxus stent was deployed in the right posterolateral branch. A post-intervention stenosis of 10% and a timi grade 3 flow was reported. During the procedure, the patient received heparin and tridil. Post-procedure, the patient was continued on current cardiac medications. No information was reported concerning patient complications. The patient presented 100 days after the initial procedure with an 100% in-stent restenosis in the right posterolateral branch. A 2.5x15mm maverick balloon was inflated in the previously placed taxus stent. No information was reported concerning post-intervention stenosis. The patient was reported to have tolerated the procedure well.